Event description:
On (B)(6) 2008, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Prior to the tag implantation, a right carotid to left carotid artery bypass was performed using a vascular graft. Then, the tag device was displayed, intentionally covering the left common carotid artery. After touch-up ballooning, angiography revealed evidence of thrombosis at the anastomosis site of the vascular graft used for the carotid to carotid bypass. Therefore, a thrombectomy was performed. The procedure concluded. Postoperatively, the pt sustained a cerebral infarct. Rehabilitation was started and the pt was discharged from the hospital on (B)(6) 2008. According to the physician, the infarct was caused by thrombectomy, not by the tag device or procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.